Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not observed during testing. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed that a discharge did occur. In this particular case, it appears that the end user did not see the typical reaction (movement) from the patient. Therefore, a follow up shock was performed less than a minute later as they believed that the device did not deliver the shock. However, evidence from the logs suggests that all charges were successfully discharged. This claim is closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.